Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) prematurely. The device remains in use but will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5554, implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was further reported that the device was explanted and replaced.